Manufacturer narrative:
Product is expected to be returned but has not been returned yet. Method - reviewed device history records. Results - device was manufactured to all applicable specifications.

Event description:
Drill tip broke off during manual use in surgery.